Event description:
It was reported that during a procedure the device operated automatically without user activation. A back-up device was used to complete the procedure. There was no delay in the procedure and and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve of the handswitch had failed. The reason for the serialization starting with (B)(4) isd to provide clarification following a change in stryker's electronic complaint systems.